Event description:
The following has been reported: biomed reported: ": screen is glitching all the time. " patient harm: no (B)(6) 2026- biomed reported: I do not see any physical damage. There is a screen distortion. The back light is working but the screen keeps flashing and black lines going through. Seems like stuff is moving [when pressed] but can not tell what is. A preliminary review identified the following issue: mechanical hardware failure (screen no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (screen no input). Upon return, the device started up with no alarms and mock infusion was performed. Investigation verified display connections and cables. The lcd touch screen display back light cable has a pinched wire. The lcd screen will be removed and replaced during the repair process before being sent to the test line for full functional testing.